Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with four different carto vizigo¿ 8.5f bi-directional guiding short sheath - small devices. For all the vizigo sheaths used, when drawing the air from the side port, a large amount of air was continued to be drawn. With the first device, (lot#60000436): after obtaining a pre-map of the left atrium with octaray, the octaray was removed from vizigo short and replaced with varipulse, and when it was flushed once. Second vizigo short (lot#60000417): immediately after replacing the first vizigo short, a dilator was inserted and flushed, but a large amount of air was continued to be drawn. Third vizigo short (lot#60000436): when replacing the varipulse with the qdot, the varipulse was removed from the vizigo and flushed, but the large amount of air was continued to be drawn. Fourth vizigo short (lot#60000436): this device was used until the end of the procedure. It was unclear whether the hemostatic valve itself was broken or not. No physical damages were noted on any four of the devices. But air leaks were identified. No patient consequences were reported. This report is for the 2nd vizigo short in question (lot#60000417).

Manufacturer narrative:
On 7-jan-2025, bwi received additional information regarding the event. No air was introduced into the patient. Flushing was performed and the sheath was replaced. No neurological symptoms were noted since the procedure completed. The air leakage was not accompanied by any visible damage. On 15-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was returned to johnson & johnson medtech's for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 60000417 and no internal action was found during the review. The leak issue reported by the customer was confirmed. The dislodgment of the valve is related to the blood leak issue reported by the customer. The potential cause of the issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).